Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. This event was previously reported MFR report #: 8010762-2014-00754/importer report #: (B)(4). Eval of the returned device determined (B)(4).

Event description:
It was reported by the customer that extracorporeal circulation was initiated within several minutes blood was leaking form the bottom of the oxygenator. The oxygenator was changed out.